Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: wear abrasion and crease flat. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.